Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2018-07294. It was reported that the patient experienced ineffective therapy. Reportedly the patient had fallen several times. X-rays determined the that patient's l2 and l3 leads were kinked and had high impedances. As a result, surgical intervention was taken to replace the leads. Therapy was established post op.